Event description:
Director of central sterile storage reports design issues with the instruments noted in this report. Instruments cannot be disassembled for cleaning and sterilization. Sales representative stated they were custom designing in next 2 weeks so that would come apart for cleaning. The only sterilization/reprocessing instructions received from globus specific for the x-pand corpectomy spacer system has no information on recommended cleaning. Globus' generic instructions are very nonspecific.======================manufacturer response for grip holder small, grip holder small (per site reporter).======================to be custom designed. Target in next 2 weeks.